Manufacturer narrative:
The dentist reported that the implant failed to integrate during the clinical procedure. No serious injury or any other adverse events were reported to the patient. The patient is stated to be doing fine. It was also stated that the patient had pre-existing conditions such as high blood pressure and is on medications ( lisinopril, amlopideine and omeprazole). No abnormality was noted with the implant itself, but the implant backed out when loosening the abutment. The DHR was reviewed based on the provided lot number and no discrepancies were noted. However, failure to osseointegrate is a well known inherent risk of the implant procedure. A follow up report will be submitted upon completion of the evaluation and investigation of the complaint product.

Event description:
The dentist reported that the implant did not integrate. Additional information with regards to the patient was provided upon follow up. The patient had bone type iii. There was no general bone loss and granulated tissue was reported around the implant. The implant was not placed in previously grafted tissue. Also, there was no pain or numbness reported neither any serious injury to the patient. The patient is stated to be doing fine. No abnormality was noticed with the implant itself. The implant backed out when loosening the trans mucosal abutment (tma). The patient was stated to be on medications for high blood pressure.

Manufacturer narrative:
Corrected: section d4: this information updated as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: DHR reviewed: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: n/a. As the complaint cannot be verified, and there were no nonconformities identified. Returned sample: the returned implant was visually inspected and verified to be a hahn tapered implant ø3.5 x 10mm using the radiographic template. No defector non-conformity was observed. The returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant "complaints" inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.